Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The suture was easily detached during use on the patient. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)?: during use on the patient; please provide the lot number: unknown. The product was discarded by customer; were there any patient consequences?: no; procedure name and date?: unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.